Manufacturer narrative:
Return of the affected component for technical investigation and the service test protocol was requested but not yet received. A follow-up emdr will be submitted when additional information becomes available.

Event description:
It was reported that the cardiohelp unit failed the insulation resistance test during service. No harm reported. Complaint ID: (B)(4).

Event description:
Complaint ID: (B)(4).

Manufacturer narrative:
During maintenance the insulation resistance test failed. A getinge service technician investigated the unit on 2021-08-17 and could confirm the failure. The ac main connector was replaced to restore function. The technician performed safety, calibration, and functionality checks to factory specifications. The affected ac main connector was investigated by getinge life cycle engineering on 2022-02-23. A macroscopic visual inspection did not reveal physical irregularities on the ac main connector, the fuse holder and its pins. From the logfiles provided for this investigation it is not possible to infer on the awareness date (2021-08-12) a malfunction of the ac main connector. All tests performed in the part self and installing it to a cardiohelp test device showed a good insulation of the protective earth (pe). The insulation resistance of the ac main connector is according to the expected value defined in the service protocol of the device (>70mo), which implies that the described error could not be reproduced and could not be related with the part under investigation. A wrong disposition of the internal grounding conductors inside the cardiohelp, a problem with the ac cable or a no considered situation by the time of performing the electrical safety test could be the origin of the described error. Based on the investigation results the reported failure "insulation resistance test failed" could not be confirmed. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.